Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Common carotid was accessed and arterial sheath placed. .014 wire advanced and it appeared to be in a dissection plane. The md was unable to advance the .014 wire past the lesion and the procedure was then converted to cea. The pt was doing good after the procedure.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Common carotid was accessed and arterial sheath placed. .014 wire advanced and it appeared to be in a dissection plane. The md was unable to advance the .014 wire past the lesion and the procedure was then converted to cea. The pt was doing good after the procedure.